Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The attached hospital strips show right ventricular (rv) lead non-capture. Documentation stated that the rv lead had become dislodged. It is plausible that atrial capture management would cause non-capture with an rv dislodgement. Concomitant medical devices: sorin competitor lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that two days after implant, the patient experienced asystole due to loss of capture caused by dislodgement of the right ventricular (rv) lead. The lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.